Event description:
The facility representative reported a infusor pump with a condition of 'alarms in mid cycle'. It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury, adverse event or medical intervention associated with this report according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. A follow-up medwatch report will be submitted if additional information becomes available.